Manufacturer narrative:
The tech found the head drive brake assembly was dirty. The tech cleaned the drive assembly to repair the bed.

Event description:
Info received indicates the head of the bed will not stay in the raised position.